Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the implantable cardiac monitor exhibited a transmission issue. No patient symptoms or additional information was reported at this time.